Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and he patient was reimplanted with a new device during the same surgery.